Manufacturer narrative:
Field service engineer (fse) identified the vacuum valve appeared to be demonstrating intermittent failure and was the cause of the wash station dripping. Diminished or impaired valve function has the potential to impact results. Fse replaced the valve. There have been no further issues reported. The beckman internal identifier for this report is (B)(6).

Event description:
The customer reported to beckman coulter hotline that dripping from the dispense nozzles of the wash manifold were dripping on their au480 clinical chemistry analyzer. Customer stated dripping was noted at the start of the first run of the day and did not appear to return for the rest of the day. There were no erroneous results generated. There was no death or serious injury associated with this event. Customer indicated that no diagnostic samples were performed as this analyzer is used to evaluate on site manufactured reagents. No diagnostic testing was involved. Dripping from the wash nozzles have the potential to affect results being generated any assay performed on the analyzer.